Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision/ glare/ halos, lens just does not work for patient. Like there was a fingerprint on the lens, difficulty reading, seeing street signs. The lens was exchanged for another lens model 03 years following the initial procedure. Additional information has been received stating there was no further consequences to the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).